Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not sounding an alarm/alert. Blood glucose was 183-211 mg/dl. The pump continued to use the pump for insulin therapy.